Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation found tearing at the mouth of the mcs tip cover accessory. The entire tip of the tip cover was torn off. The tears were not axially aligned with the tip cover and measure from 0.144 to 0.266 in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses, typically attributed by mishandling/misuse.

Event description:
A monopolar curved scissors (mcs) tip cover accessory was returned with the mcs instrument under related trackwise record (B)(4). No allegation was made against the mcs tip cover accessory. There was no reported injury.